Event description:
Boston scientific crm received information that this right atrial (ra) lead became dislodged. A new ra lead was successfully implanted. No adverse patient effects have been reported.